Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The left ventricular epicardial lead was found to have high threshold and was losing capture. The lead was explanted and replaced with a new system. No further patient complications have been reported as a result of this event.